Event description:
It was reported that the flexible clamp slipped off of the aorta on two separate occassions. The clamp slipping caused loss of blood to the patient. No further patient injury or complication was reported.